Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of a catheter that became loose and started leaking and the patient touched it without washing their hands and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unreported date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the event of peritonitis. Treatment was not reported. The cause of the peritonitis was reported as, catheter became loose and started leaking and patient touched it without washing his hands. On (B)(6) 2011, the patient was recovering and was discharged. On (B)(6) 2011, the pd nurse was contacted and reported the following. Per the nurse, there was never a loose or leaking catheter. The catheter had been repositioned for the patient, but no leaking occurred. Dianeal and extraneal therapies were ongoing. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h10k29039, h11b07024 and h11d12038 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.